Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy and a seizure on (B)(6) 2014 as the patient also reported making insulin therapeutic adjustments based only on his cgm, which is a practice against user guide recommendations. Patient reported that his co-workers called the paramedics on (B)(6) 2014 and was taken to the hospital for a few hours and released thereafter. The patient reported that he could not remember what the paramedics gave him or what was given at the hospital. The patient reported that he was drinking a second (B)(6) when he went into a seizure. At the time of the call to dexcom technical support the patient stated that he was feeling fine.